Event description:
On 20-jan-2026, a sales representative reported via email that an ar-3633sp fibertak sp suture anchor experienced an issue in which the black suture tape broke while the surgeon was tying knots and using the knot pusher. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was requested on 23-jan-2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause is attributed to user error, including improper surgical technique associated with the device, excessive force applied while pulling the suture. Refer to dfu-0054-eo revision 8 bio-fastak, fastak, suturetak and fibertak suture anchors. The complaint allegation was not confirmed. No evidence of that failure was received.